Manufacturer narrative:
Based on the claim against the product by the customer noting the physical damage, an investigation is in progress. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the complaint acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps insturment's tip broke off. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the issue did not happen during the procedure. It happened during central processing. There was no patient involvement.